Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 44mg/dl and treated with food. Customer indicated that the pump alarmed motor error. Customer's blood glucose value was 41mg/dl at the time of the call. The product will not be returned.